Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to ER post device change out procedure earlier that day. Device interrogation revealed patient received inappropriate shock due the noise and oversensing on the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable.